Manufacturer narrative:
Failure analysis found button error alarm due to corroded keypad trace. No scrolling number display anomaly noted. The insulin pump was received with cracked display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they were unable to push any buttons and the numbers were scrolling on the insulin pump. The customer's blood glucose was unknown. The customer stated alarm occurred after a battery change. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.